Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the screw broke into pieces. The procedure was completed with a back up device. It is unknown if a delay was caused due to the device malfunction, but no patient injuries were reported.

Manufacturer narrative:
The reported suturefix ultra ahr s intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy, the screw broke into pieces, broken pieces were removed using tweezers. The procedure was completed with a back up device with no delay or patient injury reported.